Event description:
(B) (4) clinical study.same case as MFR report #: 2134265-2010-01862it was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced a vessel spasm.the index procedure treated the 90% stenosed, 7.2x5mm target lesion located in the left ostium internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 8x21mm wallstent. Following post dilation with an unspecified device, the residual stenosis was 0%. During the procedure, the patient experienced a spasm of the internal carotid artery. The patient was treated with medication and the event was resolved with residual effects the same day. The patient was discharged the next day. Per the physician, the event was listed as "possibly related" to the study devices.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).